Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the device would not heat. Functional check showed that the flow rate (fr) was 1.7, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 53percentage, heater command (hc) was 34 percentage. Heated and cooled with no issues. System was due for 2000-hour service. System hours were 6500. Biomed requested quote. Patient reached 36c target in an arctic sun device but was continuing to get colder. Patient temperature (pt) was 35.2c and trending down. Water temperature (wt) was 26.8c. Flow rate (fr) was 2.8lpm. Patient had been on therapy for about 4 hours. Pump hours were 5263 and system hours were 5971. Heater command (hc) was 19 percentage which was dropped to 9-12 percentage during call. Event log showed alert 02 (low flow) and alert 112 (confirm return to cooling phase). Foley probe in place. Bair hugger already in place. Patient was obese and pad coverage was good. Patient down to 35.1c by the end of the call. This device was from the heart hospital. Suggested trying to locate another device in case water temperature did not start to increase. Called back 30 minutes later. They located another device and would change it out. The water from the first device was not getting any warmer and the patient continued to get colder. Confirmed they should program the new device to cool patient to 36c even if the patient was below 36c. The device would warm the patient to 36c regardless of that it says cool. Asked nurse to send first device to biomed to do a data download.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Confirmed alert 2 through patient data. Device would not autofill until the circulation pump was primed. Serviced the circulation pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Servicing the circulation pump corrected the reported alert 2. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device would not heat. Functional check showed that the flow rate (fr) was 1.7, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 53percentage, heater command (hc) was 34 percentage. Heated and cooled with no issues. System was due for 2000-hour service. System hours were 6500. Biomed requested quote. Patient reached 36c target in an arctic sun device but was continuing to get colder. Patient temperature (pt) was 35.2c and trending down. Water temperature (wt) was 26.8c. Flow rate (fr) was 2.8lpm. Patient had been on therapy for about 4 hours. Pump hours were 5263 and system hours were 5971. Heater command (hc) was 19 percentage which was dropped to 9-12 percentage during call. Event log showed alert 02 (low flow) and alert 112 (confirm return to cooling phase). Foley probe in place. Bair hugger already in place. Patient was obese and pad coverage was good. Patient down to 35.1c by the end of the call. This device was from the heart hospital. Suggested trying to locate another device in case water temperature did not start to increase. Called back 30 minutes later. They located another device and would change it out. The water from the first device was not getting any warmer and the patient continued to get colder. Confirmed they should program the new device to cool patient to 36c even if the patient was below 36c. The device would warm the patient to 36c regardless of that it says cool. Asked nurse to send first device to biomed to do a data download.

Event description:
It was reported that the device would not heat. Functional check showed that the flow rate (fr) was 1.7, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 53percentage, heater command (hc) was 34 percentage. Heated and cooled with no issues. System was due for 2000-hour service. System hours were 6500. Biomed requested quote. Patient reached 36c target in an arctic sun device but was continuing to get colder. Patient temperature (pt) was 35.2c and trending down. Water temperature (wt) was 26.8c. Flow rate (fr) was 2.8lpm. Patient had been on therapy for about 4 hours. Pump hours were 5263 and system hours were 5971. Heater command (hc) was 19 percentage which was dropped to 9-12 percentage during call. Event log showed alert 02 (low flow) and alert 112 (confirm return to cooling phase). Foley probe in place. Bair hugger already in place. Patient was obese and pad coverage was good. Patient down to 35.1c by the end of the call. This device was from the heart hospital. Suggested trying to locate another device in case water temperature did not start to increase. Called back 30 minutes later. They located another device and would change it out. The water from the first device was not getting any warmer and the patient continued to get colder. Confirmed they should program the new device to cool patient to 36c even if the patient was below 36c. The device would warm the patient to 36c regardless of that it says cool. Asked nurse to send first device to biomed to do a data download.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Confirmed alert 2 through patient data. Device would not autofill until the circulation pump was primed. Serviced the circulation pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Servicing the circulation pump corrected the reported alert 2. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.